Event description:
The patient reportedly experienced loss of sound. Device evaluation was performed at the clinic and system lock could not be established. External equipment was exchanged, but this did not resolve the problem. Surgery to explant the patient's internal device has been scheduled.